Manufacturer narrative:
H11: correction in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with 3 different suture strings with both t1 and t2 on the suture string. There is debris on all returned items. A functional evaluation finds it does not cycle as designed, it will not return to the pret1 setting. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair procedure using a fast-fix 360 curved, after the t1 was implanted, the t2 implant fell off from inserter. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).